Manufacturer narrative:
Investigation summary: "the device history report for lot number 7026672 was reviewed, no related abnormalities were found. Material number 383323 for lot 7026672 was manufactured on 02/16/2018. This is the first instance of this failure mode with this lot number. According to the sampling plan applied for product performance, this lot was accepted and released, with no defects. A photograph was provided for the purpose of aiding our quality engineer's investigation, the photograph displayed a deep cut in the extension tubing of the device. Our engineers inspected the manufacturing line for any device or surface that could have resulted in the observed damage, but were unable to locate any material that fit the criteria. Also, several attempts were made to duplicated the damage in the photo using the slide clamp; none of these efforts were able to adequately replicate the failure mode. Considering that slide clamp in the image received does not showed burr and that during our process only we place the slide clamp in the tubing, never is clamped. We cannot confirm or associate the defect to manufacturing process. Quality records have been consulted for tracking and trending purposes and no issues like this are detected which means low occurrence. Process fmea rm4797 was reviewed and there are proper controls in place to detect product damage. Based on investigation results to date root cause cannot be determined. No corrective action was performed since this issue could not be confirmed as manufacturing related.

Event description:
It was reported that during use of the bd saf-t-intima¿ IV catheter safety system, the extension tube was broken. There is no report of contamination of bodily fluid or blood. No serious injury or medical intervention noted.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that during use of the bd saf-t-intima¿ IV catheter safety system, the extension tube was broken. There is no report of contamination of bodily fluid or blood. No serious injury or medical intervention noted.